Manufacturer narrative:
Product ID 37714. Serial# nks725217h. Implanted: (B)(6) 2014. Explanted: (B)(6) 2022. Product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated she had ins replacement (B)(6) 2022. Due to normal battery depletion. Patient did not have an ID card or serial number for the ins. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported that a few days ago they are experiencing itching and its progressing and worse, they have hives all over the stomach. Patient stated they call their healthcare provider (hcp) and was told to take benadryl but the hives is spreading to the face. Patient reported there is a large red square on the ins area, incision is sensitive to the touch and little fluid seeping out and it's hot. Patient stated hcp told her to charge the ins 2-3 days after the implant. Patient asked what the ins is made of. Patient services (ps) confirmed the ins is charging and working good. Ps reviewed ins material and recommended the patient consult with their hcp for next steps. The patient was redirected to their healthcare provider to further address the issue.